Event description:
The surgeon performed a right knee tibial revision due to a low range of motion. The patient needed more flexion.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown size 3 x 9mm ps tibial insert. The following other devices were also listed in this report: size 3 tibial universal triathlon baseplate; cat# unknown; lot# unknown. 9 x 100 cemented stem; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has not been made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.